Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "was not working." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of ?device was not working" was confirmed during sample evaluation as an f-67 alarm. The root cause was due to a damaged cpu board. However, there were no repairs/upgrades performed on the device as it has been retired.